Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt. Update 09/24/2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 04/13/2017 ¿pfs received. After review of the pfs for MDR reportability, in addition to what was previously reported, the pfs reported a revision date of (B)(6) 2016. Due to previously alleged elevated metal ion levels, adding stem and sleeve. The complaint was updated on: 04/19/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.